Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. A medtronic representative went to the site to test the equipment on (B)(6) 2016. The representative found an or needle stuck inside of the gantry, preventing it from completing a 360 degree spin. Once removed, the reported issue was resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the system showed a message stating that "early termination of the 3d scan has occurred." Exams had properly been performed and appeared on the viewing station of the imaging system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.